Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to customer¿s blood glucose level. Reportedly the customer performed a pump reset to resolve the issue, and continued to use the pump for insulin therapy.